Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 540 mg/dl. Reportedly, customer's non-tandem continuous glucose monitor was not available to provide readings, and customer did not know bg level as they did not have a bg meter. Subsequently, customer was hospitalized. Bg was treated with a manual injection. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.